Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call button error alarm. Customer's blood glucose level was unknown. Customer used the insulin pump as a cortisone insulin pump. Customer advised they purchased the insulin pump second hand, they refused to remove the belt clip and they refused to provide the insulin pump serial number. Customer disconnected the line and advised they would follow up with their healthcare provider.